Event description:
It was reported that after a lap rectum resection, a minor leak was confirmed. Since the minor leak was not recovered endoscopically, the reoperation was performed after all. The reoperation day is unknown. Additional suture by hand was performed to complete the case. In the former procedure, the target tissue was normal and was clamped by the device uniformly. The device was not fired across something hard. The firing trigger was grasped fully at firing. There were no anomalies in the device¿s function of suture and of cutting. The staples were formed as intended. Bleeding was not confirmed. No blood infusion was performed. Endo gia ultra was used for cutting of the rectum. In the operation, it was not able to specified from which staple line leaked. As of july 9, 2013, the patient is still in the hospital and condition is stable.

Manufacturer narrative:
(B)(4). Information unavailable.